Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: transcatheter aortic valve replacement in small aortic annuli: a propensity-matched comparison between intra-annular self-expanding valves and balloon-expandable valves

Event description:
The article "transcatheter aortic valve replacement in small aortic annuli: a propensity-matched comparison between intra-annular self-expanding valves and balloon-expandable valves" was reviewed. The article presented an observational, retrospective, single center study to compare intra-annular self-expanding valves (sev) with balloon-expandable valves (bev) in the small aortic annulus (saa) population in terms of clinical and echocardiographic characteristics. Devices included in this study were navitor transcatheter aortic valve, portico transcatheter aortic valve, sapien 3, sapien 3 ultra, and sapien xt tissue heart valves. The article concluded that intra-annular sev presented better hemodynamics compared to bev; however, survival and incidence of stroke were comparable between the groups at 2 years. Potential risk of nonstructural valve deterioration with bev needed further investigation with longer follow-up. [The primary and corresponding author was ibrahim sultan, university of pittsburgh, pittsburgh, pennsylvania, united states of america, with corresponding email: sultani@upmc.edu] the time frame of the study was from january 2013 to december 2023. A total of 663 patients were included in this study, of which 16% received an abbott device. The average age was 82.0 years, and the majority gender was female. Comorbidities included hypertension, diabetes, chronic obstructive pulmonary disease, dialysis, prior peripheral artery disease, stroke, coronary artery bypass graft, percutaneous coronary intervention, unable to walk, heart block, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter aortic valve replacement in small aortic annuli: a propensity-matched comparison between intra-annular self-expanding valves and balloon-expandable valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, chronic obstructive pulmonary disease, dialysis, prior peripheral artery disease, stroke, coronary artery bypass graft, percutaneous coronary intervention, unable to walk, heart block, and heart failure. Some of the complications reported were aortic valve stenosis and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter aortic valve replacement in small aortic annuli: a propensity-matched comparison between intra-annular self-expanding valves and balloon-expandable valves.